Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and discovered a burned out circuit breaker and burned wires and line filter. The technician powered the machine alternatively on the wires of the filter output and the machine worked normally. The technician replaced the circuit breaker, the wires and the line filter and tested the device for functionality. The tests were performed successfully. Unit was cleared for clinical use. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that during use of the hcu40 the machine stopped after a short error. The remote control screen was dark and the machine was doing nothing and a smell was noticed of something burned. Additional information: the incident occurred during patient treatment, the device was exchanged, there were no negative consequences or delay in surgery. (B)(4).